Event description:
It was reported that a malfunction warning appeared in tandem source, and customer service confirmed this indicated pump malfunction with malfunction code 12 and associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller through pump reset process, malfunction did not recur after reset, and caller was advised to continue using pump and to call back if malfunction returned, which caller understood and acknowledged.